Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had not working. Customer¿s blood glucose level was 64 mg/dl at the time of incident and current blood glucose level was 101 mg/dl. Customer¿s other blood glucose level was 65 mg/dl and 70 mg/dl. Customer was treated with glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not alleging insulin pump was over delivering. Troubleshooting was declined for low blood glucose level. The device will not be returned for analysis.